Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded lcd board. Moisture damage found on the keypad traces noted. The device had cracked reservoir tube window, cracked display window corner and cracked belt clip slot at the battery tube threads area.

Event description:
Customer reported his insulin pump was exposed to moisture. The customer was unsure of their blood glucose at the time of the incident. The customer's blood glucose was 160 mg/dl. The customer also stated there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.